Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'blue screen as soon as unit is turn on' which was reproduced during evaluation as a white screen at power on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition were determined to be a failed input/ output (I/o) printed circuit board (pcb), processor pcb and keypad flex. The I/o pcb, processor pcb and keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blue screen as soon as unit was turn on. There was no report of patient injury or medical intervention associated with this event. No additional information is available.